Event description:
It was reported that the patient passed away and the device was returned and underwent routine analysis.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding a female patient receiving intrathecal drug via an implantable infusion pump. The hcp was unable to provide medical confirmation of the patient's death.